Event description:
It was reported, "customer experienced insertion challenge regarding an azygous insertion. I talked her through it from a clinical perspective." Additional information received (B)(6) 2023: customer reported a case to a bd clinical trainer whereby she inserted a PICC using intracavitary ECG for tip confirmation, had elevated p-waves, no deflection but when a chest x-ray was taken the following day (for another reason) it revealed the tip to be in the azygous vein. She confirmed blood return may not have been consistence. The bd clinical trainer provided additional training and spoke to the customer about ensuring she has a brisk, blood return out of each lumen and that the PICC flushes with no resistance even with using ECG for tip confirmation. I communicated with her what she may see on sherlock if she is inserting slowly to notice a change in direction in the PICC tip if it is going into the azygous vein as well as any variability in the depth marker from what would be expected with a distal 1/3 svc tip location.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "customer experienced insertion challenge regarding an azygous insertion. I talked her through it from a clinical perspective." Additional information received 6/8/2023: customer reported a case to a bd clinical trainer whereby she inserted a PICC using intracavitary ECG for tip confirmation, had elevated p-waves, no deflection but when a chest x-ray was taken the following day (for another reason) it revealed the tip to be in the azygous vein. She confirmed blood return may not have been consistence. The bd clinical trainer provided additional training and spoke to the customer about ensuring she has a brisk, blood return out of each lumen and that the PICC flushes with no resistance even with using ECG for tip confirmation. I communicated with her what she may see on sherlock if she is inserting slowly to notice a change in direction in the PICC tip if it is going into the azygous vein as well as any variability in the depth marker from what would be expected with a distal 1/3 svc tip location.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "customer experienced insertion challenge regarding an azygous insertion. I talked her through it from a clinical perspective." No other information was provided.